Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: ne u_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has an infection in their back but not where the stimulator was located. Patient noted they were on antibiotics for the infection. Patient noted there incision had not healed properly.

Event description:
Follow up information reported that the patient¿s incision was beginning to heal and close properly and, overall, was doing better much better. If additional information is received, a follow up report will be sent.

Event description:
Follow up information clarified that the location of the infection was the spinal incision where the lead was placed. It was reported that the incision had healed properly. If additional information is received, a follow up report will be sent.

Event description:
When contacted for further follow up information, the healthcare professional (hcp) reported that there was no infection and reported that the event was ¿poor wound healing¿ which ultimately healed. Patient symptom of incision wound opening was reported. It was also noted that perioperative antibiotics were administered. No cultures were obtained from the patient. If additional information is received, a follow up report will be sent.